Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012: customer reports via phone that when setting up for an chest CT scan on a male pt approx (B)(6), the staff rotated the injector down to enable prior to injection, and the flow rate changed from 2.5 ml/sec to 3.6 ml/sec. The staff changed the injection rate back to 2.5 ml/sec and completed the injection and procedure without any further incident. No injury to report.